Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unexpected battery power loss alarm due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had completely unresponsive even after new battery insertion. Customer¿s blood glucose level was unknown. The device will be returned for analysis.